Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. Console involved in the event was tested and could not duplicate the issue reported. The console met the manufacturer´s specification. The disposable device was not returned for investigational purposes.

Event description:
It was reported that on august 18th during a brevera procedure , the tip of the needle broke off inside the patients breast. The staff was able to suction the tip out of the breast and there was no injury to the patient. No other information is available.